Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 8 months after two dental implants were installed in the intraoral regions #11 and #12, their non- osseointegration was observed. The patient presented bone type IV, occurrence of fenestration and went through a bone graft procedure. Additionally, the implant was immediately loaded. Besides that, the dentist reported that the sinus membrane had been perforated during the installation surgery.